Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up. Externalized conductors were observed. No electrical anomalies were detected. Lead to be monitored.

Event description:
New information notes that the lead exhibited hv impedance higher than the programmed upper limit. When checked in clinic the lead exhibited normal impedance values. The upper limit for hv impedance was raised and the lead remains implanted. The patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.